Event description:
The reporter contacted animas on (B)(6) 2012, stating that the pump powered off for 3 hours. There was no reported adverse event related to this issue. This report is made based on the allegation of the pump power issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/12/2014 with the following findings: the complaint could not be duplicated or confirmed during investigation. Review of the pump¿s black box revealed data recorded at the time of the complaint had been overwritten due to continued pump use. The pump case found to be intact; no damage or cracking was observed. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. There was no damage, defect, or moisture ingress to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Product analysis was performed on 05/09/2014.